Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort. The physician will move the pocket to a more comfortable location.

Manufacturer narrative:
The ipg passed performance and visual inspection tests performed. No anomalies were observed with the device. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort. The physician will move the pocket to a more comfortable location.

Manufacturer narrative:
Additional information was received that the patient informed the physician that she fell in (B)(6) 2011. The physician replaced the ipg but did not suspect malfunction and relocated the pocket site. The patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort. The physician will move the pocket to a more comfortable location.